Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor received a threshold suspend and calibration error alerts. The customer stated they were 100 point off. The customer received a threshold suspend for low blood glucose, which sensor glucose was 67mg/dl and blood glucose was 160mg/dl. Customer turned device off and on and received another calibration error. Advised customer to monitor calibration errors, site and return sensor.

Manufacturer narrative:
A complete analysis and testing of one random opened and used enlite sensor, performed the continuity resistance test and the sensor failed the test.